Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the explant procedure of the implantable cardiac monitor, the header of the device became detached when the physician used a hemostat clamp to pull it out. The device was removed without adverse consequences to the patient. The patient's condition remained stable.